Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening during establishing final arm angle. It was reported that during preparation of a mitraclip xtw, the clip opened during establishing final arm angle (efaa). The clip continuously opened to approximately 20 degrees. This occurred from going to a neutral knob position. The angle before opening was about 10 degrees. The device never entered the patient's anatomy, and was replaced with a new clip. There was no patient involvement. No additional information was provided.